Event description:
This report was received by baxter spain from a doctor from the hospital h clinico de santiago. On the (B)(6) 2014 a patient underwent surgical intervention and was applied three (3) coseals [code 934074 batch is unknown, (two possibilities: either ha140760 or ha140732)] on three (3) different anastomosis. On (B)(6) 2014 the patient underwent intervention again due to blood loss. They observed that on one of the locations where the coseal was applied there are no signs of coseal left and blood is leaking. One of the other two (2) anastomosis is perfectly sealed and the remaining one could not be checked. Occurrence date was (B)(6) 2014. Additional information is not expected. Sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Baxter medical assessment: coseal has been used to enforce suture lines in vascular reconstruction. It appears that in one of the three anastomoses. For each anastomoses one kit of coseal has been used. On postoperative day 4 a hemorrhage occurred from one of the sealed anastomotic sites. During revision surgery, no coseal was left at the bleeding site, while in the other two no rebleeding occurred. The reported postoperative complication is possibly associated with the use of coseal. A follow-up report will be submitted upon receipt and evaluation of the investigation results.

Manufacturer narrative:
(B)(4) additional information was received, but it did not change the medical assessment. This case remains possibly associated with the use of the product. Baxter (B)(4) completed the investigation. As a sample was not provided, sample evaluation was not possible, and since the lot number could not be confirmed, batch review was performed on both of the possible lots. Visual inspection of both lots were reviewed, and no abnormalities were detected. Furthermore, one (1) retain sample from each lot was reconstituted per the instructions for use (IFU) with no issues. No other similar complaints were reported for these lots. Both lots met all quality inspection requirements for final release. The lots were used within the expiration date. Per baxter (B)(4), no further action is required. No trend was identified. Customer closure notification will be completed per local procedures and requirements, if applicable. This case will be kept on file for trending purposes.

Event description:
Additional information received on 22-sep-2014: please verify which of the two lots (ha140760 or ha140732) was used. - could not be confirmed. Patient information (initials, age, gender, etc.) - (B)(6); male; age (B)(6). What surgery was being performed? - surgery for bentall on (B)(6)-2014 and surgery again on (B)(6)-2014 due to blood leak. Patients medical history (pre-existing conditions, concomitant drugs/devices used, etc.) - marfan syndrome, treated with anticoagulants: sintrom (acenocoumarol) and diuretics status of the patient (outcome of the patient) - presents periaortic hematoma since (B)(6)-2014.